Event description:
A report was received of a pt that will be explanted to remove a motor cortex stimulator. The ipg and extensions would be explanted and the paddle lead would be left in. The pt was never happy with the stimulation and per physician's wishes, representative will not contact him for further info.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis.